Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm for analysis. The mtm was visually inspected, and the instrument tip issue was confirmed.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the user could not open the instrument tips on both instruments located on universal surgical manipulator (usm) 3 and usm 4. The user power cycled the system, and the issue persisted. The user was instructed to swap the instrument to usm 1, which worked normally. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the user to reseat the sterile adapter and reinstall the instrument, but the issue persisted. No related errors were displayed on the screen. The user converted the procedure to laparoscopic surgery to continue with the operation. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected upon startup, and no issues were detected. Port incisions were not increased, and no additional ports were placed. The patient tolerated the surgical conversion. The reporter confirmed that there was no patient injury.